Event description:
It was reported that the patient experienced headaches when stimulation was turned on. The cause of headaches was unknown. The patient underwent a spinal cord stimulator (scs) system explant procedure. The explanted ipg and lead were not returned.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads upn: m365sc8336500 model: sc-8336-50 serial: (B)(6) batch: 7080943.